Manufacturer narrative:
It is indicated that the monitor is not returning for evaluation. Therefore, a review of in-house testing was performed. In-house strip testing on strip lot k385431 meets criteria. The product performed as expected. A review of the manufacturing records for the lot was performed; the lot met release specifications. The reported results are within the expected variability for the assay and are not considered to be outside of the performance specifications. No problem was found. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
A customer in (B)(6) reported a variance between the inratio inr results (unexpected low inr values). The dose was adjusted due to inratio results. The results were as follows: on (B)(6) 2016: inratio=1.4 (unexpected value, increased weekly dosage from 7 to 7.5 tablets of phenprocoumon). On (B)(6) 2016: inratio=1.5 (unexpected value, increased weekly dosage to 9 phenprocoumon tablets). On (B)(6) 2016: inratio=1.4 (unexpected value, patient took two phenprocoumon tablets today). Previous results that patient is not questioning: (B)(6) 2016: inratio=3.0, (B)(6) 2016: inratio=3.1, (B)(6) 2016: inratio=2.7. The customer provided more information on 7/19/2016 after performing a comparison with the lab. Results were as follows: (B)(6) 2016: inratio=1.5; lab inr=1.53. Therapeutic range is: 2-3. (Note: the inratio2 product 99008g1 is not available in the united states; however, this MDR filing is due to a same or similar device being available in the united states).